Event description:
It was reported that after an hto knee procedure at the healthcare facility, during a postoperative x-ray, it was found that an ortholock ex-pin had broken and a 3-4mm long fragment had been left in the tibia of the patient. The procedure had been completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device is not available for evaluation.

Event description:
It was reported that after an hto knee procedure at the healthcare facility, during a postoperative x-ray, it was found that an ortholock ex-pin had broken and a 3-4mm long fragment had been left in the tibia of the patient. The procedure had been completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device was not returned for analysis; it was not possible to determine the cause of the reported event without an evaluation of the device.